Event description:
It was reported that the sw100 and sw110 were used during a lap nissen fundoplication procedure. It was reported by the representative that when attempting to approximate the left and right crux, the suture assistant was used and the instrument was fired. The knots were complete, but not tight. Through repeated usages of the suture assistant, the approximation of tissue was still not adequate due to slipped knots. There was extended operating room time by three and half hours.